Event description:
The fe found an intermittent communication loss between the mainframe and the workstation. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable and power supplies were evaluated and replaced. The voltage on ps1 was readjusted. The system was tested and found to be working as intended and returned to service.